Manufacturer narrative:
This report is being updated to provide investigation results. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. Conclusion: the definitive cause of the reported events could not be established. Based on the available information, the following could have possibly contributed to the reported issue: it is possible the intermittent image due to the deterioration of the electronic components of the dp board with the image output function by repeated use for a long period of time (the device has been n use more than 6 months). It is also possible the connection part of the scope deteriorated due to repeated use, which interfered with the video transmission between the scope and the processor, resulting in interrupted images.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation and to correct information provided on the initial report. After the evaluation and testing of the returned cv-190 evis exera iii video system center, the issue reported by the customer was not confirmed. As the alleged issue could not be duplicated, a root cause cannot be conclusively determined. It was noted by the repair technician that the problem may be with the customer¿s clv-190 evis exera iii xenon light source, as they noted in the inspection record to, ¿please advise the customer to check their clv-190 [as a] worn socket can cause this issue.¿ the legal manufacturer also noted that it is possible that the monitor output image temporarily became an intermittent image because the electronic component of the dp board with the video output function deteriorated over the course of the long-term repetitive use of the equipment for 6 years or more." Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Event description:
The customer confirmed the issue was noted during a diagnostic colonoscopy. No other devices were involved in the event and the procedure was completed with the same device. A colonoscope/egd scope (serial number not provided) was used with the device. There was no impact to the patient or procedure.

Manufacturer narrative:
The device referenced in this report was evaluated by olympus. Preliminary findings are reported. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals: the electrical system test was passed. The device has the new type power switch. The software version is 4.10.01. The technician was unable to reporduce the user report of image issue. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during an unspecified procedure using an evis exera iii video system, the video randomly goes out when connected to a scope. There was no impact to a patient related to this occurrence.